Manufacturer narrative:
Engineering analysis: the investigation into the reason for the complaint is difficult due to the fact that the device was not returned. The details provided indicate that the stent movement was distally off the balloon. This movement of the stent in the distal direction is uncommon because if the device was advancing through the sheath or lesion the stent would be pushed up the shaft toward the inflation manifold. This type of movement off the balloon could be attributed to the stent making contact with the distal end of the introducer sheath. If contact was made while positioning the stent, this could push the stent off the balloon. Another cause would be if the lesion diameter was smaller than the crimped stent diameter. In some cases the stent can become stuck within the lesion or plaque causing the stent to be pulled off while attempting to reposition the stent prior to deployment. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question.

Event description:
The procedure was an intervention on a renal artery. It was reported that the stent fell off prior to inflating the balloon.